Event description:
A 75-yr-old female received in surgery dept for outpatient colonscopy/polypectomy and excisions of left ear and facial lesions on 4/20/94. Occurrence of oxygen cannula igniting and pt sustaining a first degree, mild secondary burn to upper lip and nares. Oxygen cannula on with oxygen on at 10 liters/minute and use of bovie to remove facial lesions. Treatment to pt included immediate use of ice to area. Pt has no recollection of occurrence. Treatment as an outpatient includes ointment to burn area and two physician visits. Action plan developed that include: review of surgery policy and procedures, inservice to or staff, review of occurrence at safety committee and communication of incident and further prevention to all dept mgrs.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: telemetry failure. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.